Manufacturer narrative:
A ge representative evaluated the system and reloaded the system software, which repaired the mixed images and dark screen problem. The printer is on order.

Event description:
The customer reported the system is recalling the wrong images, the monitors are dark and the printer will not feed. No patient injury was reported.